Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with IV, oral and topical antibiotics. However, the issue did not resolve. The device was explanted on (B)(6) 2024 under general anaesthesia. The patient was reimplanted with another cochlear device during the same surgery.